Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 288 mg/dl and 100 mg/dl, while using the suspect device. No patient injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.